Event description:
It was reported that a 1000ml evacuated container would not fill up completely during use. This occurred while fluid was being drawn from the patient. It was reported the container lost its vacuum with no additional issues observed. Another container was used in its place to complete the procedure. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Event date: the event occurred approximately during (B)(6) of 2014. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.